Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 435 mg/dl at the time of incident and the current blood glucose level was 428 mg/dl. The customer declined troubleshooting for high blood glucose level. The customer was treated with insulin for high blood glucose level. Customer experienced symptoms such as nausea, vomiting, abdominal pain, thirsty and difficulty in breathing. Customer reported insulin pump system has not been in use within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.